Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer 4/15/24 right basilic vein PICC placed for antibiotic therapy. (B)(6) 2024 PICC removed at facility due to leaking at site. PICC inspected and tiny hole found at 7cm marking point. No other information was provided.

Event description:
It was reported by the customer on (B)(6) 2024 right basilic vein PICC placed for antibiotic therapy. On (B)(6) 2024 PICC, removed at facility due to leaking at site. PICC inspected and tiny hole found at 7cm marking point. No other information was provided. Additional information received: patient had PICC placed on (B)(6) 2024 for daily antibiotic treatment. On (B)(6) 2024, writer noted leaking at site after flush on completion of infusion; discussed with nurse and supervisor and plan of care was to change dressing and re-assess on (B)(6) 2024. Writer contacted doctor via secure chat and it was determined this was the plan of care would be to remove PICC if leaking and administer antibiotics through peripheral IV sunday and monday. Patient has follow up with her monday on (B)(6) 2024. Upon arrival on (B)(6) 2024, PICC did not leak during flush, antibiotic was administered and at completion writer noted leaking around site, also with flush. PICC was removed and line inspected which showed a hole at 7 cm. Provider was contacted via secure chat. Patient will have a peripheral IV on (B)(6) 2024 and then follow up with doctor.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6 and 7cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.